Event description:
Date notified: (B)(6) 2010. A model 324 aspirator (s/n (B)(4)) trips the circuit breaker when turned on. An inspection of the device revealed a shorted diode. The diode was replaced, the device was tested to specifications and returned to the customer. No patient was involved at the time of the device failure.